Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip. No unexpected beeping noise was noted.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose was 65 mg/dl before work, but after the button error her blood glucose is over 500 mg/dl. She treated with manual injections. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.